Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was not reported. On an unreported date, the patient was hospitalized for the event. On an unreported date, during hospitalization, the patient received one treatment of vancomycin (dose not reported) intraperitoneally (ip). On an unreported date, post hospitalization, the patient began treatment with cefazolin (1 gram, ip) for seven days. On an unreported date, after completing treatment, the patient was recovered from the peritonitis event. On an unreported date, the patient was retrained in proper aseptic technique. The action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter pd disposable product. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a supplemental report will be submitted.